Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11140r41, implanted: (B)(6) 2002, product type catheter; product ID 8575, lot # j0203523r, implanted: (B)(6) 2002, product type accessory. (B)(4).

Event description:
It was reported that ¿something like this¿ (a motor stall) had happened before. No further details were provided. Additional information was requested to verify event details, patient symptoms, troubleshooting, resolution, medication delivered at the time of the event, and the patient¿s status. Should additional information be received a supplemental report will be filed.